Event description:
It was reported that during a gastric bypass procedure, the device making an extremely loud noise and is leaking from the trocar. This was the working port, when the 5mm instruments were being used the device was leaking. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.